Event description:
It was reported that a patient was implanted a znn cmn lag screw 10.5x90 in (B)(6) 2014 (exact date unknown). The patient underwent surgery on (B)(6) 2015 to replace the lag screw. It was reported that during the removal procedure, the tab of the znn cmn lag screw 10.5x90 got damaged. The surgeon was able to remove it using a removal device of the hospital. The surgery time was delayed for 60 minutes.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes the assessment, an amended medical device report will be submitted. (B)(4).